Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
On (B)(6)2017 a peritoneal dialysis (pd) patient reported cloudy effluent during treatment. The patient was referred to her pd nurse. During follow up the nurse reported the patient was diagnosed with peritonitis and was administered antibiotic vancomycin and gentamycin. The patient was not hospitalized, culture results were not available and white blood cell count was unknown. The source of infection was unknown. The patient has been on pd since (B)(6)2015. The patient continued pd with antibiotics and was showing signs of improvement and was recovering

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Although a temporal association exists between fresenius products and the patient experiencing cloudy pd effluent with subsequent peritonitis (which did not require hospitalization); there is no documentation identifying the etiology of this peritonitis event. Therefore, actual causality cannot be determined with the information currently available in the complaint file. Should additional information become available this clinical investigation will be re-evaluated.